Event description:
During a coronary stenting procedure, the cypher balloon would not inflate. Under fluoro, the physician noted contrast leaking from the distal end of the balloon. The unit was checked outside the pt and a balloon rupture was observed at the distal end of the balloon. Additionally, when the product was received for analysis, the stent was moved approx 5mm in the proximal direction and with the proximal stent struts uplifted.

Manufacturer narrative:
In summary, a report was received that a cypher sds was associated with inflation difficulty and balloon burst. The event involved a pt of unk age, gender and medical history. The reason for the pt's admission to hospital was not reported, but an angiogram revealed a lesion in the lm/proximal lad that was described as 90% occluded, slightly calcified, slightly tortuous and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 3.50 x 23mm cypher stent in the proximal lad. During attempts to deploy the stent, the balloon would not inflate. The procedural physician noted leakage of contrast medium from the distal aspect of the balloon. The product was removed without injury to the pt. Upon retrieval, the physician confirmed balloon leakage. The procedure was successfully completed with two other cypher stents. Based on the info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are vessel factors that may have contributed to it. Upon inspection of the returned product, the customer's complaint was confirmed. A clinically used cypher raptor sds was received for analysis. The stent was still on the balloon but was moved to proximal direction for appox 5 mm. Some proximal stent struts were up-lifted. The balloon had an axial tear, 6 mm in length, at the position of the distal marker band. Sem analysis performed on the outer surface of the balloon material revealed no evidence of surface abrasions that might have initiated the axial tear. Microscopic examination of the distal marker band revealed no anomalies. A device history record review was performed and showed that this lot of products met all requirement per the applicable manufacturing quality plan, including leakage and burst tests performed during manufacturing process were found to be pass. The exact cause of the balloon rupture could not conclusively be determined. Please note: cypher is not distributed in the us; however, it is similar to us cypher product.